Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, failed battery test alarm or missing segments or partial display noted during testing. Pump error 53 alarm found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had flashing display and had software error detected. The blood glucose level was at 119 mg/dl the time of incident. Insulin pump had battery failed alarm. Troubleshooting was performed for battery failed alarm. Customer stated that the compartment nor spring are damaged or corroded. Customer states the contacts on the battery cap are neither missing nor damaged. Customer was able to clear the alarm. No report of pump screen flashing when screen was turned on after being in sleep mode. Customer was not tried a replacement battery cap. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.